Event description:
Customer reported issue with cartridge not fully snapping into pump. There was no adverse impact to customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.